Manufacturer narrative:
This supplemental report is being submitted to provide correction the results of the legal manufacturer's final investigation and correction. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d2a, d2b, e1 (title updated to mr.), g4 (updated to n/a). The device was returned to olympus regional repair center for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, a definitive root cause was not identified but it is likely that the fiber bonding in the outer tube area was due to damaged distal end which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope displayed a poor-quality, distorted image. This malfunction was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: ni. Three good faith efforts were made to obtain additional information; however, no response received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a poor-quality, distorted image. This malfunction was identified during reprocessing. There was no patient involvement.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The most probable cause of the complaint is cause not established.